Event description:
This is being filed to report the suspected leaflet damage and recurrent mr. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The patient was noted to have severe lv (left ventricular) dysfunction (with an ejection fraction 22%). One clip was successfully implanted reducing mr to <1. On (B)(6) 2022, follow-up echocardiography was performed and mr was noted to have increased to 1+. It was suggested that this might be due to normal adjustment due to lv dyssynchrony. The patient was also noted to have a low nyquist value (at 35 cm/s). Additionally, it is suspected that there could be leaflet tissue injury post implantation but this was unable to be verified. The patient is reported to be stable and feeling better following the procedure. A follow-up echocardiogram will be performed in two days. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury could not be determined. The reported mr appears to be a cascading effect of tissue injury. The reported mr and tissue injury as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.